Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient experienced phrenic nerve stimulation one day post-implant. The left ventricular lead was deactivated to resolve the issue. The patient is stable.